Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent a primary breast augmentation surgery with implantation of a 250cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant after a computed axial tomography scan. As a result, the patient underwent bilateral removal and replacement with 250cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
An evaluation was completed on march 10, 2022. Visual analysis of the returned sample revealed that the breast implant had was found to be ruptured. Additionally a crease/fold was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2022, mentor received additional information. The patient's age was provided at the time of the event as 48 years old. On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).